Event description:
It was reported by service report that the brakes at the foot end of the stretcher were not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake adjuster.